Event description:
The biomed at the user facility contacted olympus technical support center (tac) with a report that the video processor had no image and no color bars on the screen. The issue occurred during a therapeutic endoscopic procedure wherein resulted in a five-minute delay. However, the procedure was completed with the same device. There was no report of patient harm due to the issue.

Manufacturer narrative:
The olympus technical assistance center (tac) technician provided technical support for the customer. The customer confirmed that the serial digital interface cable was connected from serial digital interface out 1 to serial digital interface on the monitor but received no signal. The customer moved the cable, and the image was going in and out. The customer tried another cable and resolved the issue. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of no image being displayed could not be identified. Since the replacement sdi cable resolved the issue, it was determined that the phenomenon didn¿t occur due to user misuse. Olympus will continue to monitor field performance for this device.